Manufacturer narrative:
The reported event was confirmed. Visual evaluation noted one opened meter bag in non-original packaging. No defects were noted. The inlet tube was filled with methylene blue and water solution. It was observed that no solution was able to flow into the meter. The inlet tube was removed to discover that the meter (supplied by ana global) was occluded. A portion of the plastic was blocking drainage. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the drainage bag product ifus are found to be adequate based on past reviews.

Event description:
It was reported that the tubing of the catheter was occluded, not allowing free flow of fluids. Per additional information received from the complainant via email on (B)(6) 2018, the catheter would only allow urine to drain to the level of entry to the reservoir, but would not enter the reservoir. The foley tubing and bag were disconnected and replaced, which then allowed the urine to flow freely.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tubing of the catheter is occluded, not allowing free flow of fluids. Per additional information received from the complainant via email on (B)(6) 2018, the catheter would only allow urine to drain to the level of entry to the reservoir but would not enter the reservoir. The foley tubing and bag were disconnected and replaced which then allowed the urine to flow freely.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tubing of the catheter is occluded, not allowing free flow of fluids. Per additional information received from the complainant via email on (B)(6) 2018, the catheter would only allow urine to drain to the level of entry to the reservoir but would not enter the reservoir. The foley tubing and bag were disconnected and replaced which then allowed the urine to flow freely.